Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 47mg/dl. The customer was assisted with troubleshooting. The customer was treated for the low blood glucose with food. Customer¿s blood glucose level was 47mg/dl at the time of the call. Customer stated that the drive support cap was normal. The customer stated that emergency medical services were dispatched and the customer was taken to a hospital due to the low blood glucose on (B)(6) 2017 at 3 p.m. The customer stated that they were not feeling well at work leading to the hospitalization. Per the healthcare professional, the customer was hospitalized due to hypoglycemia. The customer was wearing the insulin pump during the hospitalization. The insulin pump's programming was accurate and it was not exposed to strong magnetic fields. The customer stated they think the insulin pump was over delivering. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer also reported additional low blood glucose episodes of 34mg/dl on (B)(6) 2017 and 46mg/dl on (B)(6) 2017. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test, excessive no delivery test and dat at 0.08760 inches. Pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.